Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "serial number (B)(6), sounds like misfire from pins, send to depot for further analysis, received at depot, confirmed pump problem, replaced flag board, deep clean pins and mechanism, replaced lip seals, ran functional checks, 50ml @ 250ml/hr, placed in bring up mode and sent to the test line, passed all stations of the test line front housing , final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:00 and (B)(6) 2025, passed heratherm pulled at 04:00 (B)(6) 2025. Lvp burn-in test - pass, 24 hour dwell - complete, control system startup verification - pass, pump log retrieval - pass, flow accuracy test - pass, electrical safety test - pass, provisioned pump to mayo server. Work order type, corrective maintenance, order description,,,,, tag states "malfunctioned do not use," problem cause, equipment failure, resolution code, replaced part, resolution detail, when cassette is loaded - cassette error. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:no question 2 did the issue stop an active infusion (yes, no, unknown)?:no" a preliminary review identified the following issue: sensor hardware failure (av encoder) unknownn if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.